Event description:
It was reported that shock impedance measurements for this electrode increased from 55 ohms to 100 ohms. It was reported that a revision procedure was performed on an unknown date. The outcome of the revision and status of this electrode is currently unknown. Additionally, the specific model and serial of the electrode is unknown. No additional adverse patient effects were reported. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the electrode was not flush against the sternum. The physician suspected adipose tissue between the electrode and sternum was resulting in the elevated impedance measurements. No additional information was obtained from the physician regarding any previous revision procedures, however, the model and serial of the electrode was received. It was noted that the patient was recently seen for defibrillation threshold (dft) testing. Shock impedance measurements following shock delivery were noted to be 90 ohms. The physician plans to continue monitoring at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that shock impedance measurements for this electrode increased from 55 ohms to 100 ohms. It was reported that a revision procedure was performed on an unknown date. The outcome of the revision and status of this electrode is currently unknown. Additionally, the specific model and serial of the electrode is unknown. No additional adverse patient effects were reported. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.